Event description:
Pt to op surgery for diagnostic laparoscopy and lysis of omental adhesion and resection corpus luteum left ovary. Placement of device. Returned to ER on 1/10/97 with abd pain, nausea and vomiting. Kub showed air fluid levels. To or 1/10 for exploratory. Suspected reaction to device, exudate, and erythema throughout abdominal cavity.